Event description:
The customer stated that they received an erroneous result for one patient sample tested with the elecsys troponin t stat assay on a cobas 6000 e 601 module. The sample initially resulted with a troponin t value of 1.52 ng/ml. The result was reported outside of the laboratory to the physician, who questioned the result. The sample was repeated, resulting as < 0.01 ng/ml accompanied by a data flag. The repeat result was believed to be correct. The patient was not adversely affected. The troponin t reagent lot number was 30870400, with an expiration date of 30-apr-2019. The field service engineer determined that the liquid level detection circuit board voltage was out of adjustment. He adjusted the voltage. He ran precision studies. The customer ran calibration and controls. Controls recovered within the customer's established ranges. Upon review of calibration data, the calibration appeared to be ok. There were no calibration alarms issued. Investigations have determined that the service actions resolved the issue.